Manufacturer narrative:
(B)(4). Evaluation: quality records and historical performance testing were reviewed; a review of the causative agent's quality records did not identify a trend related to the issue under investigation. Historical performance testing was reviewed and the acceptance specifications were met. No issue were identified related to the complaint that would indicate a product deficiency. In addition, the product labeling review identified information pertaining to the customer's issue; therefore, additional investigation was not required. The customer observed erratic patient results with the architect ca 125 ii reagent, list 2k45-26, lot 66058m100. Testing was performed using a file kit of reagent lot 66058m100 in order to determine if the assay could accurately read varying concentrations of ca 125. Also tested were multiple replicates of each level of the architect ca 125 ii controls and one replicate each of serum-based panels which were spiked with known concentrations of ca 125, targeted across the dynamic range of the assay and evaluated these results against their specifications. The concentrations for each of the controls and each of the panels were within specification, which indicated that the assay is capable of accurately reading varying concentrations of ca 125. A review of the complaint trending system was performed for the period of (B)(6) 2008 through (B)(6) 2009. The review of this data did not identify an increase in the number of complaints related to the customer's observation when using the architect ca 125 ii assay. The architect ca 125 ii reagent package insert section titled "specimen collection and preparation for analysis" section contains information on specimen collection and preparation which are necessary for accurate results. Additionally, the "limitations of the procedure" section states that for diagnostic purposes, results should be used in conjunction with other data; e.g., symptoms, results of other tests, clinical impressions, etc. If the architect ca 125 ii results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based on the investigation, the architect ca 125 ii assay is performing as intended, and is meeting its safety, effectiveness, and label claims. This is the final report.

Event description:
The customer stated a patient generated a result of 317.2 u/ml on the architect ca 125 ii assay. The sample was retested with results of 9.8 and 9.7 u/ml. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.